Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach was further described as the patient removed the cap to the patient line, dropped the line on the floor, attempted to clean the end of the line with an alcohol wipe, connected the line and initiated therapy. The peritonitis event was manifested by abdominal pain and cloudy effluent. On the same day of onset, the patient was hospitalized for the peritonitis event. During hospitalization, the patient received intraperitoneal (ip) ceftazidime 1800 mg ( frequency and duration not reported) and ip ampicillin 1800 mg ( frequency and duration not reported) for the peritonitis event. The patient recovered from the peritonitis event, had clear peritoneal effluent and was discharged from the hospital five days after admission. Dianeal therapies were ongoing. No additional information is available.